Event description:
The customer reported, the 9900 system was showing the wrong mask. No pt injury was reported.

Manufacturer narrative:
The problem could not be duplicated. The system operates as intended.